Event description:
During use of the device for a non-clinical activity, the user observed a red flashing light on the battery. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.